Manufacturer narrative:
Clinical investigation: a temporal association exists between the liberty cycler and the reported adverse events of abdominal pain and peritonitis, however, there is no documentation or evidence indicating a causal relationship between the liberty cycler and the adverse events of abdominal pain and peritonitis. Additionally, there is no allegation against any fresenius products and the adverse events. However, there is a probable association between the reported peritonitis and a breach in aseptic technique during peritoneal dialysis (pd) therapy as the organism cultured was gram-positive facultative anaerobic ¿ streptococcus sanguinis and the reported poor hand hygiene. Additionally, there is a probable relationship between the common gastrointestinal symptoms of abdominal pain and renal failure. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. Therefore, the reported complaint could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets (catalog 050-87216) shipped to this account within the selected time frame. A records review was performed on all lots identified. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2017. The patient had reported complaints of mild stomach pain. A peritoneal effluent culture was obtained and the results were positive for gram-positive facultative anaerobic - streptococcus sanguinis. The patient was treated outpatient with vancomycin. The cause of the peritonitis was reportedly due to touch contamination and a lack of proper handwashing. There is no allegation that the peritonitis was caused by any fresenius device or product. The patient continued with pd therapy uninterrupted without any further issue. It was reported that the peritonitis was resolving and the patient has not missed any pd treatments or encountered any leak events. No cassette sample is not available to be returned to the manufacturer for physical evaluation.